Event description:
The customer reported the image issue was identified prior to a procedure by connecting the instrument to the processor. The operator found an unclear/blurry image.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and a correction to e3.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. It can be presumed that glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded the lens which led to corrosion. The event can be detected/prevented by handling the device in accordance with the following instructions for use: tjf-q190v operation manual 3.3 inspection of the endoscope tjf-q190v reprocessing manual 5.5 manually cleaning the endoscope and accessories olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During visual examination, the following issues were identified: the hand grip was sheared; the forceps channel port was scratched; there was a leak due to a crack at the distal end; the image guide protector was damaged; the cover of the light guide bundle was damaged; the bending section cover adhesive was cracked; and the distal end was sheared. Examination showed the following components were corroded: control unit; plug unit; scope cover unit; micro connector in the scope connector; circuit board unit; scope connector case unit; cable unit; and universal cord. Functional testing showed the device overheated due to a short in the cable. The following components showed evidence of third-party repair: micro connector, cable, circuit board unit, bending section cover adhesive, and distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope relayed a cloudy image. The device was returned to olympus for evaluation. During evaluation, the device was found to have foreign material (stain) inside of the light guide lens due to a crack at the distal end, and foreign material was found on the surface of the connecting tube. This medical device report (MDR) is being submitted to capture the reportable malfunction [foreign material] found during evaluation. No adverse effects to patient reported.